Manufacturer narrative:
Carefusion file identifier: (B)(4). At this time carefusion is waiting for components from customer for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that the vela ventilator alarmed "vent inop" after delivering two breaths, followed by no gas delivery. The customer stated that there was no patient involvement.